Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, poor communication occurred due to dents on the electrical contacts of the connector, and ¿the image disappeared¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: unable to duplicate poor image, unit was burned-in for more than 3 hours but unable to find abnormalities in image, cable passed leak test, however found some deformed, deep scratches on pins of video scope connector, faded label on rear cover. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had a bad and poor-quality image. The issue was found during reprocessing. There were no reports of patient harm.